Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is one of two complaints reported for this issue. This is the first complaint reported against the finished goods lot and the DHR shows the product was released per specifications. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. A sample was not returned for this complaint. W/o a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A nurse reported multiple instances where the "black rfid" became inactive in the middle of the case and the cutting speed dropped from 5000 cuts per min to 2500 cuts per min. There were no pt injuries reported. This is the second of two complaints being filed for this facility.